Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that it was suspected the reference frame moved, resulting in the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a cranial registration, an imprecision was observed. The reported imprecision was observed following the site removing the reference frame, going sterile and attaching a sterile frame. The imprecision was noted to be five centimeters in distance. The surgeon confirmed precision prior to going sterile, and when attempting to re-register there was insufficient space on the anatomy to re-register. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.